Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer indicated that blood glucose level was within range. The customer declined to troubleshoot the issue with tandem technical support.